Event description:
It was reported that during reprocessing of the prograsp forceps instrument the fiber/wire on the instrument was noted to be broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was frayed at the distal clevis hub. The conductor wires were intact and undamaged. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.